Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager not detected on bus. As per part investigation, it was determined that thermal damage was present as discoloration on the flat flex cable. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 19-jun-2023, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 08-dec-2010, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of es - srm is not detected on the station was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that the smart remote manager was displaying 99 degrees while the refrigerator was cold, reseating the temperature probe connector at the controller did not resolve the issue, the temperature probe was replaced and calibration was checked, and the customer verified the smart remote manager was functioning properly using the application with no issues observed. During dchu visual inspection: pn 136355-01: the unit was received with signs of discoloration along with the cable. During dchu testing: pn 136355-01: no further testing was performed due to thermal damage was present as discoloration on the flat flex cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue es - srm is not detected on the station was due to the damage of the assy srm buffered temp probe (pn 136355-01) which had bends and signs of discoloration along the cable. This condition compromised signal integrity, causing the smart remote manager to interpret the temperature readings as out of range.